Manufacturer narrative:
The diabetic educator has called to trouble shoot the insulin pump and to confirm if the pump is working or not. The customer still getting insulin flow blocked alarms even when using a different type of set and several set changes. Performed functional testing, high pressure test: passed, displacement verification test: passed and self-test: passed. The insulin pump was checked for physical damage: no damage. Checked history: on (B)(6) 2017 insulin flow blocked - 9:02 am insulin flow blocked - 3:07 am insulin flow blocked - 2:04 am. On (B)(6) 2017 insulin flow blocked - 23:07 insulin flow blocked - 23:06 insulin flow blocked - 22:12 insulin flow blocked - 21:09 insulin flow blocked - 21:08. Advised the diabetic educator per functional check the insulin pump is working fine but due to excessive insulin flow block, the insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2016 with a blood glucose level of blood glucose of 31.9 mmol/l. The customer experienced symptoms such as ketones. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.